Event description:
A (B)(6) male pt contacted zoll customer support to report that one of the cables on the belt was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damage cable) has been confirmed. Upon evaluation, the cable connecting the electrode belt trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector (trunk cable connector on pca board inside dn) and internal wires. The root cause of the damaged cable, connector, and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.